Manufacturer narrative:
The device passed testing for delivery accuracy. The pump history was downloaded and printed at the manufacturing facility. The time on the pump was noted to be 3hrs and 30 min behind the actual time. A review of the most recent activity on the history indicated that in 2007, the pump was programmed in the pca only mode with a concentration of 5mg/ml, a 1 mg pca dose, a 6 minute patient lockout, a 30mg 4 hour limit and the door was locked. Between 1524 and 1539, there was one 1mg patient initiated delivery, one unmet demand, the door was opened and the door was locked. Between 1625 and 2051, there was two 1mg patient initiated deliveries and three unmet demands. At 2358, the door was opened and the 3mg shift total was cleared. A new date stamp of the next day occurred. At 0000, there was a check vial alarm, a check syringe alarm and a check door alarm. At 0001, the pump was powered off. Review of the device history indicates that the pump delivered as programmed.

Event description:
The customer contact reported an adverse event while the device was in use. In 2007 between 2000 and 2100, the pump was programmed to deliver morphine with a concentration of 5mg/ml, in pca only mode, a 1mg pca dose, a 6 minute patient lockout and a 30mg 4 hr limit. The following day at 0600 after clearing the shift totals, it was reported for an unspecified reason the nurse manipulated the vial and "the patient may have gotten a bolus of medication." The nurse reported a shift total of 3mg was cleared and 25ml remained in the syringe. It was reported that following manipulation of the vial, the patient had "respiratory depression." The device was removed from clinical service. The patient was treated with oxygen at an unspecified flow rate and "several doses of narcan." The patient did not respond to the narcan and was transferred to intensive care unit. It was reported a continuous infusion of narcan was started and the patient was monitored. The patient did respond to the narcan infusion. There were no reported adverse patient sequelae. Though requested, no additional information was provided.